Event description:
The complainant indicated that the head section of the bed will not remain in the raised position.

Manufacturer narrative:
The tech tested the bed and noticed the head of bed drifting down slowly. He isolated the issue to a faulty CPR valve although the CPR function was working. He replaced the CPR valve to repair the bed.